Event description:
The MFR received info alleging a ventilator was not responding to inspiratory efforts. There was no pt harm or injury reported.

Manufacturer narrative:
The device was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's intake filter was occluded with accumulated dust. The intake filter was cleaned to correct the problem. No malfunctions or deficiencies of the ventilator were identified. Device labeling instructs users to clean the intake filter on a regular basis. This type of issue would affect the device's ability to deliver therapy to the published specs.